Manufacturer narrative:
Date sent to the FDA: 07/22/2020 additional information: d8, e2 additional information was requested, and the following was obtained: - reply to the follow-up: unknown, due to after follow-up attempt, no information can be provided from the hospital. The patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient experience an infection? If yes, were cultures performed? Results? Was medical intervention provided for an infection? If yes, please describe. Was the suture removed during a second surgical procedure? On what date was the suture removed? Other relevant patient history/concomitant medications product code the lot number ¿2020-01-07¿ is not a valid lot number. Is the lot number available for the device used during the procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient experience an infection? If yes, were cultures performed? Results? Was medical intervention provided for an infection? If yes, please describe. Was the suture removed during a second surgical procedure? On what date was the suture removed? Other relevant patient history/concomitant medications. Product code. The lot number ¿2020-01-07¿ is not a valid lot number. Is the lot number available for the device used during the procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent repair of right indirect inguinal hernia with mesh on (B)(6) 2020 and suture was used. Eight days post-op, it was reported that the patient experienced infection, erythema, inflammation, pain and wound secretion on the incision. The suture was removed, and dressing changed intensively. Debridement and suture were performed on (B)(6) 2020 after the growth of fresh granulation. Additional information has been requested.